Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure when the device trigger was fired to suture the cystic duct some staples dropped out open. They were retrieved with no adverse patient consequences. The case was finished by using another device.